Event description:
It was reported that during a procedure, the unit continued coagulating after deactivation. The patient had a 1mm first degree burn in the cleavage that was treated with ointment. It was unknown if the burn was caused by the handpiece or rem (return electrode monitoring) pad.

Manufacturer narrative:
D10 concomitant product: vlfx8gen, energy platform vlfx8gen fx series (serial#(B)(6) ); unknown pad, unknown pad (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.